Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cadd legacy plus pump alarmed an no disposable and pump was underdelivered. When the cassette was reattached, the alarm returned. Fluorouracil (5-fu) infusion was running at the programmed rate of 2.1 ml/hour. The pump indicated 75.9 ml remaining, with 4.3 ml infused. The event occurred while the device was in use with a patient at the patient¿s home. There was no patient harm.